Manufacturer narrative:
The device was received on (B)(4) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device audible alarms for an "e301 malfunction" after the device powers on. This did not indicate a reportable malfunction. However, when the device was received at the service center charring was noted on the flat cable and j10 connector on driver pwa (printed circuit board).